Event description:
During laparoscopic surgery, the cautery in lap pack lot #701231 self-activated during surgery and could not be turned off. Cautery had to be unplugged and removed, and a new cautery was used to complete the surgery. Malfunction did not result in any patient or staff harm.